Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist dialed into the customer's system remotely and found that the result monitor was indicative of an issue with the sample 1 (s1) mixer. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the s1 mixer and probe. The cse verified proper probe alignment in cuvette and made adjustments to ensure center of cuvette. The cse auto-aligned and primed the s1 probe to reset baselines and remove all air from the system. The cse ran quick check and quality control, which passed. The cause of the discordant, falsely low co2, ca and glu results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2), calcium (ca) and glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low co2, ca and glu results.